Event description:
Centralizer's were missing from within the exeter packaging. Another exeter stem was opened, and the centralizer was used. There was no delay or medical intervention as a result.

Manufacturer narrative:
The device is not available for evaluation because it was implanted using a centralizer from another exeter stem. A supplemental report will be submitted upon completion of the investigation.